Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)), egia60amt egia 60 artic med thick sulu (lot#: p6a1101). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, one of the three emergency reload release steps were performed, and the powered handle was restarted by pressing both buttons simultaneously. Since the device was articulated, this action returned it to the neutral position but the jaws did not open. Subsequently, the shaft was disconnected and reconnected to the powered handle, after which the knife began to retract and the reload was finally able to open. No patient complications have been reported as a result of this event.